Manufacturer narrative:
Sjm has limited information related to the patient¿s medical history and is unable to form an opinion as to the relevancy of the patient¿s history to the event reported. Sjm defers to the patient¿s physician regarding medical history.

Event description:
Device 1 of 2. Reference manufacturer report: 1627487-2011-01458. The patient received her scs system, including an ipg and two surgical leads, on (B)(6) 2008. It was reported that the patient's cervical lead had pulled partially out of the ipg header, which was confirmed via x-ray. Diagnostic tests exhibited invalid impedance readings on the five lead contacts and high impedance on another contact. The patient was allegedly reprogrammed around these lead contacts. The patient stated during reprogramming that she felt a painful sensation at the ipg site. The patient will consult with the physician about the next course of action. No further information is available at this time.